Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: a review of the manufacturing documents revealed no deviation for the instruments returned. Simulation of pre-operative function test (as required per IFU) performed on the returned devices revealed that function is still given even a slight play could be noticed at the nail adapter (did not impact targeting accuracy). The operative technique includes that the instruments shall be checked prior every surgery. Appearance of item and inspection records identified both instruments being of old design version. In order to address aging due to sterilization and to ease usage (nail adapter and targeting arm for both recon and antegrade locking mode are combined in a single device now) the nail adapter (B)(4) had been replaced by the new t2 recon target device (B)(4). No discrepancies were detected during risk analysis review. No non-conformity identified; new target device design available.

Event description:
It was reported that there is one oblique screw for the proximal portion of the nail in antigrade mode. During a primary trauma surgery, while targeting for the nail, the targeter was hitting anterior on the nail and the surgeon had to target by freehand. The surgery was completed successfully.

Event description:
It was reported that there is one oblique screw for the proximal portion of the nail in antigrade mode. During a primary trauma surgery, while targeting for the nail, the targeter was hitting anterior on the nail and the surgeon had to target by freehand. The surgery was completed successfully.